Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the liner was fully expanded and tip opened as designed. The distal tip was stretched with soft tip damaged. The liner was fully circumferentially delaminated and inverted 3.5cm from tip. Liner partially delaminated at 2cm from strain relief and 1.5cm in length. Two (2) kinks were observed at 12cm and 16.5cm from strain relief. Inverted liner was pulled out to original position by engineer. C-marker was present but twisted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components and sheath liner delamination were confirmed based on the evaluation of the returned device and provided imagery. A review of DHR, lot history, and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. For the complaint of resistance between system components, an existing edwards technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per provided information, there was presence of tortuosity in patient's access vessels. Additionally, per evaluation of the returned device, sheath shaft was received slightly curved, suggesting potential presence of tortuosity. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per provided information, there was presence of calcification in patient's access vessels. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per provided information, the delivery system insertion felt a bit tight to pass through the vessel, suggesting potentially undersized vessel. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Insertion angle was not provided. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. For the complaint of sheath liner delamination: as reported, ''as per pre-decontamination evaluation it was found that the liner was fully delaminated 3,5cm from tip and inverted (c-marker was present). Two kinks were observed at 12cm and 16,5cm from strain relief''. Per evaluation of the returned device, the liner was fully delaminated at 3.5cm from tip and inverted as indicated the image. Per imagery review, the valve was not coaxially aligned with the sheath and the crimped valve was not centered on the delivery system flex tip during withdrawal. Per the training manual, ''thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip''. Non-coaxial alignment between the devices may lead to the crimped valve to catch on to the liner and cause its delamination and kinking of the shaft. Additionally, the crimped valve not being centered on the flex tip can expose the outflow valve struts and increase the potential for the valve to catch on to the liner and delaminate it. On the other hand, per imaging evaluation, the valve was partially deployed on the inflow side and then embolized towards the aorta. Per the training manual, ''crimped thv aligned on balloon is larger than crimped thv off balloon.'' The larger profile of the partially deployed valve is likely to catch onto the sheath tip and liner and contribute to withdrawal difficulty. In addition, residual fluid appeared to be present in the balloon during the withdrawal attempt. Per the training manual, ''ensure the balloon is completely deflated'' prior to delivery system withdrawal. If the balloon was not deflated fully and residual fluid remained, the balloon is more susceptible to catching on to the sheath liner during withdrawal due to its altered profile. The c marker begins to invert as the balloon is withdrawn. Furthermore, if excessive manipulation was used to overcome the experienced withdrawal difficulty, the liner can fully delaminate and invert as seen in in the images, and could also contributed to the observed sheath kinks. As such, available information suggests that procedural factors (non-coaxial retrieval, crimped valve not centered on flex tip, valve caught on liner, excessive manipulation, residual fluid in balloon) may have contributed to the complaint event. No manufacturing non-conformances that would have contributed to the complaint event were identified. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in italy. As reported during device preparation, it was noticed that there was a particulate attached on the valve leaflet of a 26mm sapien 3 ultra valve while rinsing, which did not dislodge. A new 26mm sapien 3 ultra valve was opened to continue with the procedure. The patient outcome was noted to be good.

Manufacturer narrative:
Supplemental report submitted to correct h10:: the device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected for any abnormalities and the following was observed: one (1) brown particulate observed on the inflow aspect of leaflet cp1, and it was approximately 2mm in length. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of particulate was confirmed based on the provided imagery and returned device. A review of DHR, lot history , manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match with the foreign material. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies . As reported, ''it case an implant case of a 26mm sapien 3 ultra. During device preparation, it was noticed that there was a particulate attached on the valve leaflet while rinsing, which did not dislodge. A new 26mm sapien 3 ultra valve was opened to continue with the procedure.'' In this case, no particulate was reported upon the jar opening or valve out of solution jar, and the particulate was found during the rising process, so the particulate was likely introduced during device prep handling. As such, available suggests that procedural factors (device prep handling ) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.